Event description:
It was reported the pt's scs system was explanted due to an infection at the lead site. Cultures were taken and the pt was placed on antibiotics to treat the infection. The pt also had a drain put in to address the infection. The pt is healing and will f/u with her doctor.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.